Manufacturer narrative:
Product analysis: analysis was able to confirm that the output connectors were broken. Analysis also noted that the hanger assembly was broken, the lower case was broken, the display wire was pinched and the wire insulation was exposed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular ports on the external pulse generator (epg) were in need of repair. A request for test and calibration was also noted. The epg was returned for service. There was no patient involvement.